Event description:
Surgeon suturing vaginal cervical cuff using davinci robot. The suture cut needle driver suturing device suddenly displayed frayed metal wires in articulating joint of needle driver. Intuitive rep examined tool after incident.======================health professional's impression======================does not know.